Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, patient is (B)(6) years old.

Event description:
It was reported that the customer experienced elevated blood glucose levels (approximately 300 mg/dl). Customer is working with her health care professional on pump settings. Customer delivered a manual injections and changed pump settings to stabilize blood glucose levels.